Event description:
The following was reported to davol: in (B)(6) 2013 pt was implanted with a bard kugel hernia patch. In (B)(6) 2013, pt reports pain at the repair site, CT scan is normal. In (B)(6) 2014, pt's incision site started to leak so that the surgeon drained a subcutaneous abscess. There was no infection visible near the mesh. In (B)(6) 2014, pt came in for a CT scan which showed a collection of fluid in the area of the operation. Through exploration the surgeon could not find anything and no action was taken. In (B)(6) 2015, pt presented with discharge at the incision site and the discharge had a staph infection. The pt was given antibiotics. On (B)(6) 2015, procedure performed for removal of the infected parts (anterior side) of the mesh. Any tissue incorporation was left in the pt. The surgeon suspected that a hematoma had become infected and that the infection had moved on towards the mesh.

Manufacturer narrative:
A mfg review of the mfg records that included review of sterility records shows that the lot was manufactured to specification. Infection and hematoma are listed in the IFU as possible complications. Based on the info provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's alleged post operative experience. If additional info is obtained a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.